Event description:
Event description guidant received information that one-day post implant, the lead associated with this device was inhibiting pacing, and therefore, was replaced. After the device was re-implanted, it was observed that the device was inhibiting pacing, approximately every 8th beat. This pacemaker was explanted, and replaced, and no further issues have been observed.